Manufacturer narrative:
The stent was positioned. There was deformation to the 1st distal stent wrap with struts raised. There was deformation to the distal tip. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use two resolute integrity 3.0 x 15mm drug-eluting stents. No difficulties were noted when removing the device from the hoop. There was no damage noted to the packaging. It was confirmed that the stents were completely intact with no issues noted when removed from the sheath. Negative prep was performed on the devices. The stents were reported to be deformed when in the body being pushed up against heavily calcium in a cto vessel, following many pre-dilations.